Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units displayed rubber sleeve issue, they failed to seal the needle, resulting in blood leakage. No adverse patient or user impact was reported.

Manufacturer narrative:
G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.